Manufacturer narrative:
(B)(4). Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
It was reported by a customer complaint that the patient was treated by paramedics due an incident of high blood glucose. The reporter states that on 08/02 her blood glucose was running high, in response, she took a sub-q injection of insulin. This did not lower her blood glucose. She began hyperventilating and experiencing pain her extremities, the paramedics were called at 12:30 pm. The paramedics arrived, and at 12:50 minutes tested her blood glucose at 353 mg/dl. They performed an EKG and tested her blood glucose at 1:30 pm and her blood glucose was 313 mg/dl. At 1:53 pm her blood glucose was 244 mg/ld. The patient was stable on scene and not transported. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.